Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the forceps were removed from the packaging and tested. It was then noticed that the needle within the jaws of the forceps was bent off to the side. There was no visible damage to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the forceps were removed from the packaging and tested. It was then noticed that the needle within the jaws of the forceps was bent off to the side. There was no visible damage to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the forceps were removed from the packaging and tested. It was then noticed that the needle within the jaws of the forceps was bent off to the side. There was no visible damage to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Intended procedure - colonoscopy and egd (esophagogastroduodenoscopy). Uf/importer number - (B)(4). A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The product is inspected for this condition during manufacturing and would not have been released for use, therefore, the most probable root cause is undeterminable since reportedly the issue was identified prior to use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).